Event description:
Additional information received form MFR. On 7/09/1999: it was determined that this incident was previously filed under medwatch number 1217435-1998-00199 for item number 007314 (correct bard item number). No device was returned; therefore, no evaluation could be performed. Review of the device history record for this item indicated that there were no manufacturing issues.